Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 type of investigation: analysis of images. H6 investigation conclusions: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed. Available information suggests patient conditions and procedural factors likely contributed to the event. As per event description, an slda on the posterior leaflet was detected on pod#32. The patient had an indentation on the posterior leaflet and as per medical opinion, the cause of the event was that the grasping was performed near the indentation, and the retention elements may have not grasped enough tissue or that the leaflet may have torn in the indentation site. As per imaging evaluation, the grasping of the posterior leaflet was inadequate. Additionally, imaging evaluation reports inadequate image view planes to assess leaflet grasping. Therefore, the most likely cause of this event is due to operational context. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position for mitral regurgitation on november 13. Following the procedure, the mitral regurgitation was well controlled. The patient showed a favorable recovery. However, on december 8, the patient experienced palpitations and general malaise and visited his primary care physician. Frequent pvcs (premature ventricular contraction) were noted. He was advised to undergo further evaluation. On december 15, the patient developed worsening shortness of breath and symptoms of heart failure. A repeat transesophageal echocardiogram was performed, which revealed that the posterior leaflet side of the implanted pascal appeared to be detached, with movement protruding toward the left atrium. The doctors suspected that the posterior leaflet side had either detached or torn and considered the possibility of slda (single leaflet device attachment). At present, the patient is being managed medically, but surgical mitral valve replacement is under consideration. The doctors expressed interest in reviewing the opinion of the proctor who attended the original procedure, as well as edwards analysis results. The degree of mitral regurgitation at the implant site was assessed as severe. Regarding the cause of the event, doctors believe that because the grasping was performed near the indentation of the posterior leaflet, not all retention elements may have fully engaged the leaflet or the leaflet itself may have torn.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Event description:
Additional information received from clinical specialist stated that the surgical mitral valve replacement was performed on (B)(6) 2026.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, g3, g6, h2, h6, and h11.